Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such event is mentioned in the patient report. This is a final report.

Event description:
The patient's parents noticed a sudden loss of hearing. They did not report any history of physical trauma. The external parts are working well. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patients parents noticed a sudden loss of hearing. They did not report any history of physical trauma. The external parts are working well.